Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue was entwined at the base of the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable right atrial (ra) lead had persistent svc and the lead dislodged with complete loss of capture. A revision procedure took place and the lead was explanted. Another ra lead was successfully implanted. To date, there have been no adverse patient effects reported.